Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer supplied quality control (qc) data. A review of the data supplied shows that qc was in range. Siemens is investigating the issue.

Event description:
Discordant, falsely depressed valproic acid (valp) results were obtained on two patient samples on a dimension exl 200 instrument. The initial results were not reported out to the physician(s). The customer repeated the samples multiple times on the same instrument, all resulting higher than the original results. The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed valproic acid results.

Manufacturer narrative:
The initial MDR 1226181-2016-00423 was filed on august 30, 2016. Additional information (08/10/2016): a siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced each reagent probe 2 (r2) motor lead screw, base plate thermistor, and r2 transducer and checked the voltage of each transducer. Additional information (10/13/2016): the cse monitored the system performance after the service visit on august 10, 2016. On october 13, 2016 the cse performed precision testing and results were acceptable. Additional information (10/28/2016): a siemens headquarters support center specialist reviewed the service data and determined that the issue was resolved with instrument maintenance.